Event description:
During routine testing of the device at the service center, the user reported the monitor failed the 12 volt battery test. The battery was replaced. No other details regarding the nature of the event were provided. Since the event occurred during routine testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.